Manufacturer narrative:
The device was not returned for evaluation. The lot # is unknown therefore the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." If followed correctly, the catheter was viable prior to insertion."(B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly not draining and the patient had clots in their urine. The patient allegedly experienced increased agitation and a bladder scan allegedly revealed a 700ml retention of urine. The foley catheter was placed on (B)(6) 2015 and removed on (B)(6) 2015. The catheter was placed transurethrally. The balloon was inflated with 10ml of sterile water. Another device was placed.